Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the atrial lead dislodged shortly after implant. It was noted that it was noticed by the physician on a chest x-ray the next day. The lead was resting on the tricuspid valve. The lead was explanted without complications and a new lead implanted. No patient complications were reported as a result of this event.